Manufacturer narrative:
The device's associated multi-function cable-to-cprd connector was returned to zoll medical for evaluation and the customer report was confirmed. A replacement multi-function cable-to-cprd connector was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's associated multi-function cable was unable to obtain ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.